Manufacturer narrative:
(B)(4), date sent: 4/16/2026, d4: batch # 702d65. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. However, the cut was jagged and when the fired was completed the handle was opened and the knife remained exposed, along with some drivers. The device was disassembled to verify the integrity of the internal components and the driver links were found to be disengaged from the compression element due to the damage noted on the legs of the drivers and the compression element. In addition, a tyvek was received along with the sample. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. No conclusion could be reached on what caused the damage on legs of the drivers and compression element. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 702d65, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 4/3/2026 d4: batch # unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon wasn't able to remove cdh29b after firing. Needed to remove the device by resecting more bowel than intended. The device needed to be removed by resecting more bowel than intended. Normal recovery process from the surgery.